Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - failure to follow steps / instructions.

Event description:
It was reported that the during preparation, the 3x38mm esprit btk everolimus eluting resorbable scaffold system was inadvertently flushed through the inflation port. Despite this, the connection was secure enough and negative air was pulled to aspirate air. However, the balloon was inadvertently partially inflated; the distal and proximal margins were flared. Therefore, the scaffold was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.